Event description:
Pt called lfs on 1/13/02 alleging their ot ultra meter would not power on. Pt did not experience any symptoms at the time of being unable to test. Pt did not report an adverse event, only stating that if pt started to feel low pt would eat or drink something. The issue was not resolved with troubleshooting. The meter has been replaced.